Event description:
As reported from fcs, approximately four years and two months post tavr procedure using a 29mm sapien 3 valve, the valve is possibly failing due to stenosis. The patient is currently inpatient with congestive heart failure (chf) with ejection fraction of 15%. The site is considering valve in valve procedure.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; device code, type of investigation, investigation findings, and investigation conclusion. Update to b5 and b7. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported events were confirmed per medical record. A review of the DHR and lot history did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Additionally, per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, "from the various echocardiograms performed during this admission, revealed lvef of 20-25 percent, severe bioprosthetic aortic valve stenosis with moderate transvalvular regurgitation (mean gradient 41-46 mmhg, ava 0.9-0.4 cm2), and severe native mitral regurgitation. A transesophageal echocardiogram suggested severely impaired prosthetic valve motion, though subsequent studies indicated findings likely related to transvalvular regurgitation." In this case, the patient had vast comorbidities (e.g. Previous aortic stenosis, hyperlipidemia, hypertension, etc.), which are known factors that may increase the risk of early valve degeneration, leading to stenosis with central regurgitation as reported. Available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Approximately 4 years and 3 months post-implantation, the patient was admitted with worsening dyspnea and lower extremity edema, accompanied by further reduction in left ventricular ejection fraction. Cardioversion for atrial fibrillation and amiodarone loading were performed, and a biventricular ICD was implanted. From the various echocardiograms performed during this admission, severe bioprosthetic aortic valve stenosis with moderate transvalvular regurgitation (mean gradient 41-46 mmhg, ava 0.9-0.4 cm2), and severe native mitral regurgitation. A transesophageal echocardiogram suggested severely impaired prosthetic valve motion, though subsequent studies indicated findings likely related to transvalvular regurgitation. A valve-in-valve tavr was planned for (B)(6) 2025 but postponed due to a left chest wall hematoma following biv ICD implantation and right heart catheterization with anticoagulation, requiring multiple transfusions. Tavr deferred until hematoma resolution.